Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a permanent cautery hook (pch) instrument broke and dropped fragments into the patient; all fragments were removed. The procedure was reportedly completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product to perform failure analysis.